Event description:
The customer's mother called to report a button error alarm. Troubleshooting was performed, and the mother stated that no button was pressed for more than three minutes. The reported blood glucose at the time of the call was 45 mg/dl, and had been treated. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error, followed by intermittent button response due to corroded keypad traces. The insulin pump alarmed motor error during testing due to a loose / flush drive support disk. No traces of moisture was found at the electronic or motor assemblies. The insulin pump had a missing end cap sticker, cracked battery tube threads and scratched lcd window.